Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that aspiration failure occurred and water trickled down from the blue connector. The product was replaced and the procedure was completed. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
This is the third complaint for the finish goods lot; however, the first for this issue. The device history record (DHR) review shows the order was built and released per specification. The returned sample was tested and during testing it was found that the blue luer leaked. Upon further inspections, it was found that there was a crack on the luer at the nit line. The root cause of the customer¿s complaint is believed to be an error that occurred during the supplier¿s manufacturing process; however, other possible root causes could be manufacturing related or customer handling. The supplier has been made aware of the issue and the sample has been sent to the supplier for additional analysis. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. Consumables manufacturing has also been made aware of the issue through the monthly complaint review meeting. The manufacturer internal reference number is: (B)(4).